Event description:
It was reported the printer is unable to print report and test results. The programmer was returned for repair and examination. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the printer problem, the device prints to onboard printer as well as external printer and usb. The hard drive was reimaged and software was reloaded as a preventive measure. It was also noted that the floppy drive had foreign material stuck inside and was broken inside, and the stylus connector was loose on the main processing unit (mpu) circuit board. (B)(4).